Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. Once the iol was inserted into the eye, the surgeon noticed the haptic was torn. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.